Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that has not correctly been implemented in line with the instructions for use (IFU). According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air supply volume / water supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer did not wipe / brush the air and water nozzle with clean lint-free cloths / brushes / sponges, and the air / water channel was flushed with the detergent solution. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube had a scratch, the plastic distal end cover had a scratch, the light guide lens had a crack, the objective lens had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, switch 4 had wear, the connecting tube coating was peeling, switch 4 had a scratch, switch 2 had a scratch, switch 1 had a scratch, the control unit was shaved, the image guide protector had a scratch, the adhesive on the bending section cover had a white-clouded area / crack / chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, switch 3 had a scratch, and the image had a dark area partially due to a scratch on the objective lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a defective air / water supply. The issue was found during preparation for use, the intended diagnostic procedure was completed using a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.